Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted due to gastrointestinal bleeding (gib) and arterial venous malformation (avm). All anticoagulation was stopped for about a week, but the patient international normalized ratio (inr) remained therapeutic. The pt resumed anticoagulation medication; however, the pt began experiencing shortness of breath (sob) and his respiratory status deteriorated and required intubation and inotropic support. The pump speed was 9400 rpm and the system monitor displayed "---" for the estimated flow. A ramp study was performed with no change in the heart at increased pump speeds. Additional info was received on (B)(6) 2013 confirming that a pump exchange took place on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The lvad pump was returned assembled with the percutaneous lead cut approximately 1" from the pump housing and a 12" section of the severed portion of the lead was returned. The sealed inflow conduit and the sealed outflow graft were not returned. The outlet elbow was received attached to the pump output port the evaluation revealed no evidence of depositions or thrombus formations within the proximal or distal ends of the outlet stator. It was noted that the pump end bend relief was fractured and although it could not conclusively determine the point in which the fracture happened, it may have occurred during the explanted process. Examination of the rotor inlet revealed adhered thrombus formations surrounding the bearing cup of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the formation and areas of denaturation indicate that the thrombus likely formed over an undetermined period of time while the pump was in operation. Although the evaluation could not conclusively determine a cause for the development of the observed formation, it could have contributed to the reported flow issues. The pump's bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed that would have contributed to a functional issue. The metal braided shield of the percutaneous lead demonstrated normal wear for its duration of use. No further info is available. The MFR is closing its file on this event.